Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aorta was heavily calcified and diseased throughout. The aortic neck had a 30 degree angulation, it was 26-29 mm in diameter from proximal to distal over 10-15 mm distance. It was reported that 32 mm diameter was attempted to be inserted; however, it would not advance. It was removed from the pt and discarded. The device did not kink. Another smaller bifurcated stent graft was able to be inserted and deployed; however , there was a proximal type 1 endoleak present. Two palmaz stents were implanted proximally and resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak), (heavily calcified and disease aorta). Conclusions: (heavily calcified and diseased aorta).

Event description:
Additional information was received as follows: it was reported that a recent CT demonstrated a fabric type iii endoleak. The palmaz stent eroded through the fabric of the talent stent graft creating the endoleak. There was severe calcification in the vessels. The physician successfully implanted two endurant aortic cuffs and the type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.